Event description:
It was reported that a spectrum iq infusion pump alarmed air in line and infusion was not completed in time as programmed. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'air in line error' was unable to be reproduced. A review of the event history log revealed 'air in line error' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a out of calibration upstream sensor. The upstream sensor requires replacement to address this issue. During functional testing, the reported condition of under infusion was unable to be reproduced. The device passed flow testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.